Event description:
It was reported that a floor nurse had difficulties in deflating the balloon in order to remove device from pt. It is further reported that in order to remove the device from the pt, it was necessary to cut the tubing.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No pt was harmed as a result of this malfunction. No add'l pt/event details have been provided to date. Should add'l info be received, a f/u report will be submitted. A returned sample is not expected for eval.